Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump would not prime. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: review of the black box data and the pump history revealed records of call service alarms. A call service alarm was recorded to have occurred during the rewind function. Call service alarm was duplicated during the investigation. The pump was opened for investigation and revealed corrosion under the motor wiring assembly.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.